Manufacturer narrative:
The insulin pump was received with a constant flashing white light on the display and constantly beeping due to vertical cracked lcd controller. The pump was received with scratched case, pillowing keypad overlay and minor scratched lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of an audio beep anomaly from the insulin pump. The customer's blood glucose reading was 137 mg/dl. The customer stated that there is a constant tone and the display turned black and white. The customer stated that the pump was dropped and it was not possible to clear the alarm. The customer will be sent a replacement pump.